Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the body of the guidewire was kinked and was measured from distal to proximal and the distance where the kink was found is the 1-104.0 in. Microscopic inspection revealed that the spring tip was bent.

Event description:
It was reported that the guidewire positioning was lost. The 30 mm long, 99% stenosed target lesion was located in a mildly tortuous and moderately calcified, 3.00-3.50 mm in diameter vessel. A rotawire was selected for use. The wire was loaded into the rotapro advancer and a test run outside the body was completed without any issues. During insertion and advancement, the wire came out on its own two or three times. The wire torquer and advancer brake release button were functioning normally. Per the physician, a kink in the wire caused this issue. The devices were removed and replaced and the procedure was completed with no adverse event.

Event description:
It was reported that the guidewire positioning was lost. The 30 mm long, 99% stenosed target lesion was located in a mildly tortuous and moderately calcified, 3.00-3.50 mm in diameter vessel. A rotawire was selected for use. The wire was loaded into the rotapro advancer and a test run outside the body was completed without any issues. During insertion and advancement, the wire came out on its own two or three times. The wire torquer and advancer brake release button were functioning normally. Per the physician, a kink in the wire caused this issue. The devices were removed and replaced and the procedure was completed with no adverse event.